Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One ensitex surfacelink (surflink) module was received for evaluation. The module was recognized upon connecting to a test station. Testing revealed that the surflink primary active patch did not produce an expected signal. The voltage readings measured at the (right leg or neutral) electrocardiogram (ECG) electrical pin verified the electrical pin was non-functional. This failing pin duplicates the reported symptom. Internal inspection revealed that the connection to the primary pin of the belly patch was loose or not connected causing an electrical open (non-functionality). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances associated with the reported event were identified. Based on the investigation and information provided to abbott, the reported event was confirmed, and the root cause was attributed to an electrical open to the active belly patch pin from an undetermined event.

Event description:
During setup for a right atrial flutter ablation procedure with the patient prepped, a communication issue occurred, and the procedure was cancelled. When attempting to validate the patches no ECG was observed on the ensitex system. Systematic troubleshooting was commenced including restarting the system, creating a new study, and changing ensitex patches, however no ECG or egms were observed or catheters visualized. The case was abandoned and it was suspected that a faulty surfacelink caused the issue.